Event description:
The pt reported blood glucose results of "250 and 139 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The pt reported that the meter was dropped before precision testing.